Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information the reported allegation that the ipg was dead was not confirmed. As received, normal pairing and bluetooth (ble) communication was observed. A review of the logs did not give indications the device was approaching or was at its end of life. The ipg was tested to manufacturing specifications using the automated test equipment and passed all tests. No physical or functional anomaly that would contribute to the reported issues were observed. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost stimulation a few weeks ago. The ipg is considered inoperable. As a result, the ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.